Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia followed by a subsequent hypoglycemic event, with blood glucose decreasing from a peak of 271 mg/dl to 226 mg/dl during the initial call while 9 units of insulin were on board and trending downward, later improving to 172 mg/dl, and then dropping to 67 mg/dl for less than 30 minutes, which the user self-treated with glucose tablets. Symptoms included feeling shaky, nauseous, and low awareness during the hypoglycemic episode. Outcomes included symptom resolution after self-treatment and no need for additional assistance or medical intervention. Investigation included collection of a blood glucose questionnaire and follow-up monitoring to assess glucose trend and recovery. Investigation of this case revealed no device alarms beyond the reported reading, no device component malfunction identified, and no clear precipitating factor for the hypoglycemic event after prior hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.